Event description:
It was reported that this right ventricular (rv) lead had exhibited lead fracture in a clavicular crush which was identified on the chest x ray. Lead safety switch was noted to unipolar. This rv lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.